Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a bowel anastomosis procedure, one of the staple lines did not fire. Staple line stayed open. Surgeon could visualize gap when he went to do the eea portion of the procedure. Procedure completed with same/like device. There was no adverse consequence to the patient.